Event description:
It was reported to bsc/target that the spinnaker elite flow directed catheter 1.5 f-l was extended to the lesion. As the device was pulled back, it fractured. The device was removed successfully. The pt was reported to be in good condition.